Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was explanted due to ineffective therapy. It was also reported the stimulator was 'not working' to cover the patient's pain and the patient received 'subtherapeutic' stimulation. It was reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Final analysis of the implantable neurostimulator revealed that the battery was at reduced capacity due to overdischarge and there was no significant anomaly. Final analysis of the lead (serial # (B)(4)) revealed no significant anomaly, the lead body was cut through, and the product was segmented. Final analysis of the lead (serial # (B)(4)) revealed no significant anomaly, the lead body was cut through, and the product was segmented.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.